Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was not delivering his basal. Troubleshooting was performed. It was stated that the insulin pump alarmed button error and the customer was not holding the buttons for three minutes or greater. Advised that the insulin pump will be replaced and revert to back up plan. No further info was provided.